Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensors and found sensor with cannula broken. Broken missing part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Analysis not required for expired sensor.

Event description:
The customer's mother reported via phone call that they received a lost sensor alert. Blood glucose level at the time of the incident was 210 mg/dl. During troubleshooting, the caller reported that the sensor cannula was missing. The customer's mother was advised that the sensor would be replaced and agreed to return the product for analysis.